Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure since the patient did not like the multifocal lens. The iol was replaced with a z900200200 lens (serial number: (B)(4)). No further information has been provided.

Manufacturer narrative:
Corrected data: (B)(6). Additional info: product returned to manufacturer on (B)(4) 2014. Device evaluation: the device was received and forwarded to the manufacturing site for investigation. Visual inspection at 12x magnification revealed the return sample is incomplete; one half of the lens is delivered. The lens is cut, most probably to make explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of a diffractive ring pattern on the optic. The lens is contaminated and the optic is damaged. Visual inspection of the return sample shows an incomplete device was returned. The lens is cut, most probably to make explant possible. The information available in the complaint folder does not indicate any relationship with the iol design or manufacturing. Considering this conclusion, no further corrective and or preventive actions would be necessary. A review of the manufacturing records was conducted. Review of material reports, sterilization records, and environmental monitoring records, found no nonconformity with respect to this order number. There were no process and/or material changes. This product was not produced under deviation. Based on the manufacturing record review and historical review no non-conformances are expected. Considering this conclusion, no further corrective and or preventive actions would be necessary. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.